Event description:
It was reported that the drip chamber and drop former (part of the spike) of a blood administration set disconnected, resulting in blood leakage. This occurred during preparation for a patient blood transfusion. The reporter stated that the event resulted in a large amount of blood spilling onto the ground and nurse. The nurse was able to recover the bag before it drained completely, and the transfusion was later able to be completed successfully. There was no report of patient or nurse injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device is reported to be unavailable for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.